Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 280 mg/dl. Customer plays sports and the pump is often exposed a temperatures of 106 degrees fahrenheit and subsequently shutdown unexpectedly. No temperature alarms were confirmed. Customer continues using the pump for insulin therapy.